Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) homechoice cassettes were leaking. The leaking cassettes were discovered during priming and the leaks were from the tubing connection. There was no patient injury or medical intervention associated with this event. No additional information is available.